Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she used to able to charge he implantable neurostimulator (ins) just fine, but in (B)(6) 2016, she was only able to get two coupling bars. The patient also stated that it took 4-5 hours to charge the ins to (B)(4). A manufacturer representative (rep) spoke to the patient and thought that the ins was implanted too deep; the patient then noted that the ins had moved around a bit since implant on (B)(6) 2016 and moved around more at the time of the report. A replacement ins recharger (insr) antenna was sent to resolve the issue and to eliminate the option that the ins moved. The ins pocket would be assessed at an appointment that was scheduled with the healthcare provider (hcp) on (B)(6) 2016. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.